Event description:
Patient came for right total knee replacement. During procedure the tip of the 25mm tibial hemale hex screw broke off (inland orthopedic technologies, part# iot-1103-02-25, lot# vz15124a). The incision site, sterile field and area around have been searched. An x-ray was taken intraoperatively and was negative.